Event description:
It was reported that this patient requested confirmation of device operation after reporting symptoms of dizziness and experiencing fainting spells over the past week. Technical services (ts) was consulted and recommended the patient reach out to their physician regarding their symptoms. The patient had already reached out to their clinic and is scheduled to see their physician for further follow up. The device remains in service at this time. No additional adverse patient effects were reported.